Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that horizontal lines appeared on the endoscopic image and the screen went black and became unviewable during a therapeutic procedure involving an olympus video system center. The procedure was completed using another device. There were no reports of patient injury.